Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump under infused. It was reported the pump had 21 ml remaining in the reservoir bag, however the pump was reading empty. Per reporter residual volume when started was: 250 ml, and rate 5.4 no adverse patient effects were reported. No additional information is available at this time.